Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.0/1.5/86 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On(B)(6) 2022, the lens was removed and in a subsequent surgery later that day, a longer length lens was implanted due to refractive surprise and refractive change over time. The problem was resolved. Reportedly, "after the first operaton, the vault of the lens was low , and the size of the replacement lens was changed from small (12.1mm) to large (12.6mm). Cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken and fiber on lens surface. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).